Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965-35 lead, implanted: (B)(6) 1997, 4965-35 lead, implanted: (B)(6) 1997, 5071 lead implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that while attempting to place the right ventricular (rv) lead, the physician believed the lead was inadvertently screwed into the annulus of the valve. When attempting to remove the lead, the lead would not unscrew or release from the annulus. Part of the lead's helix broke off while attempting to extract the lead and remained implanted. The remainder of the lead was explanted and a new lead implant was attempted. The next lead was also inadvertently screwed into the annulus of the valve. The physician was again unable to retract the screw from the annulus and remove with the lead with ease. The lead was then capped and a new model of lead was implanted. No patient complications have been reported as a result of this event.